Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, critical "ventilator service required" error codes were discovered in the device event log. The device's internal battery and power management board should be replaced to address the issues. No repair was performed. The unit is not needed for inventory, and it will be scrapped.